Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) no anomalies found however blood/body fluid noted on the distal conductor.

Event description:
It was reported during the implant procedure that one lead was not used because it was dropped, and the other lead was not used due to a dissected coronary sinus no device failure. Neither lead was implanted and there was not reported patient complication as a result of the lead implantation event.